Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture and deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast surgery with two unspecified mentor saline breast prostheses and experienced bilateral capsular contracture (baker grade 3) and deflation post-operatively, which was confirmed during an office visit. As a result, the patient underwent explantation on (B)(6) 2022. This report is for the right side device.